Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed, but it came out of the body. Therefore, the product wasn¿t available, and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The mynx control vessel closure unit was prepped and used in accordance with the instructions for use (IFU). The mynx vcd used in a transarterial chemo embolization (tace). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. A 5f non cordis sheath was used. The vessel depth was not shallow. Both buttons were fully depressed, and the balloon was fully deflated. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed, but it came out of the body. Therefore, the product wasn¿t available, and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The mynx control vessel closure unit was prepped and used in accordance with the instructions for use (IFU). The mynx vcd used in a transarterial chemo embolization (tace). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. A 5f non-cordis sheath was used. The vessel depth was not shallow. Both buttons were fully depressed, and the balloon was fully deflated. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, observing that both button #1 and button #2 were fully depressed, with the clock symbol visible in the tension indicator window and the balloon completely withdrawn inside the tamp tube. The syringe was connected to the device. The stopcock was set in the open position. The catheter was inserted inside of an unknown non-cordis sheath of the proper french size. The sealant was not returned with the device. No damages or anomalies were observed on the returned device. No other outstanding details were observed. Per functional analysis, a simulated deployment test was not performed on the returned device per the mynx control IFU, because the unit was returned fully deployed with the balloon completely withdrawn into the tamp tube. To perform the functional test, the unit must be in its manufactured condition to simulate the deployment process. The reported event of ¿sealant-inaccurate placement-complete¿ was not confirmed through analysis of the returned device as it was received fully deployed without the sealant included. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant coming out with the device, especially since both buttons were fully depressed with no anomalies noted to the unit received. However, procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control venous IFU, step 3: remove device, which is not intended as a mitigation, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.